Manufacturer narrative:
Explant date inadvertently omitted from the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had a bilateral lead fracture. As a result, surgical intervention was undertaken, explanting and replacing both leads. Effective coverage was achieved postoperatively thus resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2014-01812. It was reported the patient suffered multiple falls approximately 2 months ago and she has been without stimulation since that time. Reprogramming was attempted to no avail. Impedance readings were high on all lead contacts. Follow-up identified x-rays reveal a fracture of the right lead. Surgical intervention may be undertaken as the next course of action to address the issue.